Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. The patient remains ongoing on vad support and no further related events have been reported at this time. Stroke and device thrombosis are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 7 months. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient presented with hypertension, diabetes mellitus, dermatomyositis, hyperlipidemia cerebellar cerebrovascular accident (cva) and gout. The patient was hospitalized from (B)(6) 2017 for management of symptoms. It was reported by the lvad clinicians at the implanting center that the stroke was an embolic cva, likely related to suspected device thrombosis. The cva was positive for new small foci of demarcated infarction in the right parietal lobe and left precentral gyrus, as well as a new demarcated lacunar infarct in the left thalamus. The patient was cleared for resumption of anticoagulation by neurology, and the inr's have been stable. The patient had do not resuscitate orders, and the implantable cardioverter defibrillator was discontinued. It was reported that the patient¿s clinical condition deteriorated due to bleeding secondary to anticoagulation, and additional cva's. The patient was placed on comfort care, with only anticoagulation therapy being monitored. The patient was discharged to a long term care (ltc) facility, and was routinely seen by the vad team at ltc facility. On (B)(6) 2017, it was reported that the patient had significantly improved from hospitalization and was able to get out of the wheel chair to the exam table with 2 assistants. The patient¿s overall feeling improved from recent admission, and was clinically appearing well without significant confusion or delirium. The patient¿s daughter confirmed that there are still unspecified issues but overall there is an improvement. No additional information was provided.